Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23 mm 11500a inspiris resilia aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to severe stenosis. Tavr was completed with a 26 mm 9755rsl transcatheter valve and patient was in stable condition post-operative.